Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) /2016. Skin reaction was described as a dry, red, scaly skin extending just beyond the sensor patch. On (B)(6) /2016, the patient's father spoke with their doctor who provided a topical steroid to use as treatment for the skin reaction. Affected area was treated with the prescribed topical steroid triamcinolone. At the time of contact, the patient was in good condition. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.